Manufacturer narrative:
Related system logs files were analyzed and there were no instances observed where a low spo2 alarm was triggered. No product related malfunction occurred.

Manufacturer narrative:
An investigation is in progress.

Event description:
It was reported that a patient was being monitored on a passport 12m bedside monitor in use with the benevision central station. An spo2 desaturation alarm was enunciated, but there was no audible alarm produced at the central station.